Manufacturer narrative:
(B)(4).

Event description:
The physician via the representative reported the physician was removing a lead, and it broke during the removal process on (B)(6) 2015. Additional information was requested regarding the patient's information, symptoms, and the outcome, but it was not available at the time of this report. If new information is received, a follow-up report will be submitted.